Event description:
The plaintiff's attorney alleged that the decedent experienced two cardiovascular and unspecified events on an unk date in (B)(6) 2008 through an unk date (B)(6) 2008 and subsequently expired after the use of the product.

Manufacturer narrative:
This is one event (death) for the same pt involving two separate products.